Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens but the lens was removed due to a capsular tear. The incision was enlarged to remove the lens and a vitrectomy was performed. A different model lens was implanted and sutures were required. The patient had corneal edema. The reporter indicated the capsular tear was noted prior to lens insertion and was due to a dense cataract and weak zonules. The reporter indicated this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found within the manufacturing process of this lens that was the root cause of the complaint. The edges of the lens optic and both haptics were checked for rough/sharp edges and were found to be acceptable. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most likely root causes of the event may be surgeon technique or patient related issues. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:results - visual inspection of the returned product found one haptic torn. The lens was returned in liquid and there was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Enlargement of an incision combined with suturing may cause induced astigmatism, however, it is dependent on the length of the incision. When a damaged lens is removed, incision is usually enlarged to a length that would not create any serious injury. Corneal edema in this case is temporary and due to the surgical manipulations performed while removing the iol and doing vitrectomy. Conclusions - (no conclusion can be drawn): based on the complaint history, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).